Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported perforation was procedure related. Per the IFU, cardiovascular perforation is a known risk during the use of this device.

Event description:
During transseptal puncture for an atrial fibrillation ablation procedure, an aortic perforation occurred. Following transseptal puncture a guidewire was inserted into the sheath and contrast was injected visualizing the aorta. Surgery was required to repair the puncture. There were no performance issues with any sjm device. The patient was stable at the time of this report with no further complications.